Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/ add gel message) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief. The cause of the failure was the strained cable. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and a patient was experiencing an "add gel" message in the absence of a prior gel release.